Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had issues with blood glucose values. Customer's blood glucose value was 65mg/dl and then spiked up to 430mg/dl. At the time of incident, customer's blood glucose value was 260mg/dl. Insulin pump will not be returned for analysis.